Event description:
Doit was reported that there was an issue with sw965 - activ l pe-inlay 8.5mm. According to the complaint description, the implant migrated anteriorly post-operative. A revision surgery was performed to re-position the implant. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: (B)(4) (9610612-2022-00352) - sw991k, (B)(4) (9610612-2022-00353) - sw965, (B)(4) (9610612-2022-00354) - sw990k.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: a - patient data. B6 - test results. B7 - medical history. D6 - implant and explant dates. H6 - codes updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. Investigation was based on review of device history records. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are currently no further complaints with this lot at hand. The assessment for this adverse event was based upon patient harm, revision. Conclusion/preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 400575747 (9610612-2022-00352) - sw991k. 400576631 (9610612-2022-00353) - sw965. 400576632 (9610612-2022-00354) - sw990k.